Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient  presented to the emergency department for shortness of breath and an irregular paced rhythm noted by the clinician. The right ventricular (rv) lead and right atrial (ra) lead exhibited a decrease in lead impedance noted on lead trends. A decrease in p wave amplitude was noted on the ra lead trends. It was noted that the patient recently had bypass surgery.  Additionally, the clinician was unsure of lead capture at times. There was also intermittent ventricular sense response pacing noted on the current electrogram (egm). Both leads remain in use. No further patient complications have been reported as a result of this event.